Manufacturer narrative:
The distributor performed a checkout of the equipment and did not confirm the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a leak preventing mechanical ventilation at low flow. There was no report of patient involvement.